Event description:
It was reported that during a pelvic mass resection procedure, all three devices were scissoring clips, ejecting clips, or a clip failed to feed into the jaws. There was increased pelvic blood loss, approximately 300cc. The patient was given prbc, packaged red blood cells. The current status of the patient is unknown. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Device b was disassembled in order to evaluate the device's internal components. Upon disassembling of the device, one cartridge cover tab was noted not properly molded; a possible cause for this condition may be that not enough resin was injected during the molding process.

Manufacturer narrative:
(B)(4). (B)(6). Three attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was received with the cartridge cover non-properly assembled on the outer wrap causing that the clips lose its position thus, during the actuation of the handle the clips would not feed into the jaws. Possible cause for this condition may be that the cartridge cover was not properly assembled during the manufacturing process. Batch # g9jx3k; mfg date 4/15/2010; exp date 3/15/2015. Misassembled cartridge. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Batch # g9jz26; mfg date 4/23/2010; exp date 3/23/2015. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:01, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.